Event description:
Caller reported a malfunction on the pump with a displayed malfunction code: malf 9 and fault ID: 0x20f1. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reset the pump but faced difficulties, leading to technical support providing assistance. Technical support approved and sent a replacement pump, ensuring insulin delivery was not interrupted by advising the use of a backup therapy, which was mdi. Customer was informed about the replacement and the necessary steps to return the malfunctioning pump. Training for the replacement pump was made available, and customer acknowledged and understood all instructions provided.